Event description:
It was reported that five days after a catheter replacement procedure the patient noticed a bulge at the incision site on his back. The patient went to the ER where he was diagnosed with a cerebral spinal leak. The patient was taken into surgery and the hcp sutured around the catheter insertion site. At that time, the patient was reported to be doing fine. Three days later, the pump and catheter were removed due to possible infection. No specific patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for catheter.